Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported in the or, that when the doctor was inserting the catheter, the doctor noticed some resistance. The doctor proceeded to remove the catheter. It was at this point, the doctor noticed that a piece of the catheter came off and remained inside the pt, along with the swg. The doctors reported that they had postponed the original intended procedure and performed an additional procedure in order to remove the device that was left in the pt. It is unk whether there was a delay, injury, harm, or death to the pt.